Manufacturer narrative:
The service tech confirmed the event and determined the device overheated due to lack of lubrication in the bearings. The removal of lubrication likely occurred over time during use and cleaning. The device was scrapped and a new attachment was sent to the customer.

Event description:
It was reported that the product was heating up in the operating room during prep. No adverse consequences were reported.